Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer pressed the button with more force which resolved the issue. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump turned on when plugged into a power source. Customer's blood glucose level was 360mg/dl. Reportedly the customer continued to use the pump for insulin therapy.